Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft obstruction could not be confirmed through this evaluation as no images were submitted and the product was not returned for evaluation. A specific cause for the reported obstruction could not conclusively be determined through this evaluation. Multiple attempts for additional information regarding the reported events were sent to the account; however, no additional information was provided. It was reported that the patient ultimately expired on 25jan2021 (refer to MFR # (B)(4)). Heartmate 3 left ventricular assist system, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (hm3 lvas IFU) contains information on preparing the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document states that following the de-airing process, the bend relief must be slid over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place, and warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that CT (computed tomography) showed obstruction of the outflow graft with stenosis. Surgery was performed. No further information provided by the customer. Additional information received stated that the root cause of obstruction was named "jelly formation" which appeared under the bend relied of the outflow graft and compressed the outflow graft.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft obstruction could not be confirmed through this evaluation as no images were submitted and the product was not returned for evaluation. A specific cause for the reported obstruction could not conclusively be determined through this evaluation. It was reported that a computerized tomography (CT) scan was performed that revealed an obstruction in the outflow graft with stenosis on (B)(6) 2020. Surgery was performed, and no further information was provided. During a subsequent meeting of the german society of heart, lung and thoracic surgery (dgthg) the customer gave a talk ¿diagnosis and treatment strategies of outflow graft obstruction in the fully magnetically levitated continuous flow lvad (left ventricular assist device).¿ according to the customer, the root cause of the obstruction was ¿jelly formation¿ which appeared under the bend relief of the outflow graft and compressed the outflow graft. This complaint was identified to be one of the events that were mentioned in the talk. Multiple attempts for additional information regarding the reported events were sent to the account; however, no additional information was provided. It was reported that the patient ultimately expired on (B)(6) 2021. Heartmate 3 left ventricular assist system, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. This section further warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.